Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 303 mg/dl. Customer stated that she would have a sensor reading of 40 mg/dl and her blood glucose level would actually be 303 mg/dl. Customer stated that her sensor gives her wrong readings and sends the pump into threshold suspend. Customer stated that the sensor only lasts 3-4 days. Customer was advised not to treat off the sensor readings. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings.